Event description:
It was reported that during a percutaneous coronary intervention, vessel dissection occurred. The target lesion was located in a "very" calcified and a "very" tortuous left anterior descending artery. A 2.50mm x 32mm promus element plus stent was advanced and the physician tried to place the stent on the lesion but was unsuccessful. Dissection was noted and the patient manifested multi-vessel disease so the stent was not deployed to the target lesion. The procedure was not completed. The patient was sent for surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).